Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flatten, all buttons, dome switch. No button error alarm or moisture damage on keypad traces noted. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the customer had the insulin pump in their wet pocket. The customer's blood glucose was 206 mg/dl. The customer did not have a backup plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.